Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged thymoma on thymus gland,blood clot found and growth in kidney. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged thymoma on thymus gland, blood clot found and growth in kidney. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The correction event should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged thymoma on thymus gland, blood clot found, growth in kidney, carcinoma and has surgery. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In box h; patient outcome code grid and health impact grid has been corrected or updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient has alleged to thymoma on thymus gland, blood clot found and growth in kidney. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer observed following from an external and internal inspection: unknown contamination on top enclosure, control dial on front panel, and the bottom enclosure, unknown dust-like contamination on the top enclosure, front panel, air inlet of blower box, bottom enclosure, blower motor, blower motor seal and blower box, hair-like particles on front panel and the bottom enclosure, liquid ingress was observed on blower and blower box. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam/breakdown was not observed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously reported this as a harm after review this is no harm. In this report sections are updated correctly. In previous report, section h type of reported complaint, section b outcomes attributed to ae, section h health impact were incorrect. In this report, section b and h has been updated or corrected.